Event description:
Boston scientific received information that (b)( post implant the right ventricular (rv) lead exhibited loss of capture with high threshold measurements and the pacing impedance measurement increased from 483 ohms to 1199 ohms. The field representative noted that the patient was complaining of sharp pain in the lower chest region. A revision procedure was scheduled. An email was sent to the field representative in an attempt to obtain additional information. No additional adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure did occur and the rv lead was successfully repositioned. It was noted that a perforation was suspected, but not confirmed. The field representative stated that the rv lead measurements were within normal limits both after the procedure and one day post revision. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.